Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07) associated to stirring mechanism that is blocked or too slow and water could not be delivered. The device was turned off and on by the customer, however the situation did not improve. The issue occurred during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
The device was inspected at livanova japan. Maintenance and inspections were carried out in accordance with the heater-cooler system 3t repair and inspection record chart. Internal tubes, o-rings in sniffer valves and drain valves have been replaced. Cleaning of the internal water tanks was carried out. Flat gaskets were installed inside the water supply. Heating and cooling operations were carried out and confirmed to be within the specified time. Running tests have confirmed that there are no problems with operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2019 and no prior similar case has been notified. Based on device analysis, it cannot be ruled out that the most likely root cause of the reported event is a temporary jamming of the stirrer motor likely due to the wear of the component in contribution with the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.